Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure performed on (B)(6) 2012. According to the complainant, when the physician attempted to attach the snare to the active cord, he noted that the cautery pin was detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found a kink in the sheath and the cautery pin detached. The diameters of the handle and cautery plug were found to be within manufacturing specifications. Functional testing of the device showed that it was able to be extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the cautery pin was detached; the complaint was confirmed. Review and analysis of all available information failed to indicated a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure performed on (B)(6) 2012. According to the complainant, when the physician attempted to attach the snare to the active cord, he noted that the cautery pin was detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.